Event description:
Baxter received a report that an intermate leaked from the fill port, around the cap area during filling. When the fill port cap was attached to the fill port, the leak stopped. The device was being filled with a solution of saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. Visual examination of the device noted a leak at the fill-port when the fill-port cap was removed. Further examination of the disassembled unit revealed the root cause of the leak was a 0.2-mm particle of glass trapped between the check band and the stress member. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.